Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was completely broken. They were treating with syringes. The top of the battery compartment broke off. The battery cap snapped off. When the insulin pump has a new battery they would receive a battery out limit alarm. The customer reported they had a seizure in the morning and had to go to the emergency room. The hospital did not know the cause of the seizure. The hospital did not believe that it was related to their blood glucose. Troubleshooting was performed. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.